Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Stabbing in the face. [Face injury]. Brushheads keep coming off the handle. [Device breakage]. Brushheads keep coming off the handle and the metal shaft has been stabbing in the face. [Injury associated with device]. Case description: a male consumer of unspecified age reported that he had been having issues where the oral-b brushheads, version unknown had been coming off the oral-b vitality series toothbrush and the metal shaft was stabbing him in the face. The case outcome was unknown. No further information was provided.